Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the product was not returned. Pre-existing condition noted in the per was good oral hygiene. The reported device was placed on tooth 24 (fdi) in 2016. X-ray image was provided and fracture was confirmed following the evaluation (file: x-ray). Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions (pages 3 & 4). Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture. DHR review for the lot (63092345) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (63092345) and no similar event or complaint was found. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and x-ray evaluation, device malfunction did occur and the reported event (implant fracture) was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: UDI: updated to unknown , as the product was manufactured before september 2015 and the UDI number submitted upon initial medwatch was incorrect.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant would remains in patient's mouth because to remove the implant would create a huge bone defect and a new implantation would hardly have been possible at this point. Doctor decided to put to sleep the defective implant, no longer usable and placed a new implant next to it. In addition, there is no further trauma for the patient.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported implant fractured. Implant remains in patient's mouth.